Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an emergency room visit on (B)(6) 2016 due to high blood glucose levels. The customer reported having a urinary tract infection. The customer's blood glucose level at the time of incident was 700 mg/dl. The customer did not report any symptoms. The customer was wearing the insulin pump at the time of visit. The cause was high blood glucose levels. The customer was treated with insulin and antibiotics. The customer's blood glucose level went down to 200 mg/dl and was released. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.